Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Returned to manufacturer on: unknown. Investigation date has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd a-line¿ had a cracked tube. No serious injury or medical intervention.